Event description:
A user facility has called to report an incident of the right armrest padding came off and is now missing. End user resides in a nursing home and they are not sure what happened. No injury.